Manufacturer narrative:
(B)(4). The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the locking ring mechanism in the bipolar plastic was bent and not engaging with the head causing the head to slip out. No patient harm or impact reported. Due diligence is complete as multiple attempts were made; however, no further information is available.